Manufacturer narrative:
The reported complaint that the autopulse platform (sn: (B)(6) malfunctioned was not confirmed in the archive data or during functional testing. The autopulse platform functioned as intended. Reviewing the archive data showed no significant discrepancies or error messages. The autopulse platform passed initial functional testing without any fault or error. A brake gap inspection was performed and verified the brake gap was within the specification. A load cell characterization test confirmed that both load cell modules were functioning within the specifications. Following service, the autopulse platform passed all testing criteria.

Event description:
Initially, the customer had requested logs from the autopulse platform (sn: (B)(6) to be reviewed by zoll service without reporting any malfunction. Upon follow-up on (B)(6) 2025, the customer provided additional information stating that the autopulse platform (sn: (B)(6) malfunctioned during use on a 72-year-old male patient in cardiac arrest. The reporter described the treatment as prolonged resuscitation, but they didn't know whether the platform had displayed any error messages. The issue did not replicate following the event. Manual CPR was administered when the malfunction occurred. No consequences or impacts on the patient.